Event description:
It was reported that prior to a cryo ablation case, the physician observed bubbles in the sheath after flushing and aspiration of the sheath. The sheath was not used for the procedure, was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files did not show any system notices related to the product. Visual inspection of flexcath advance sheath 4fc12 / 60585-56 showed the device was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. The reported issue fo air ingress has been confirmed through testing. Flexcath advance 4fc12 / 60585-56 failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.